Event description:
It was reported that during a pre-use check the customer found a crack on the connector and water leaked. "Any special force was not applied during connection".

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two (2) photos received for evaluation. Picture one (1) shows the packaging of product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit was received without original package, in used condition. Visual inspection revealed crack was found in the female luer connector. Functional confirmed a leak on the unit. The reported failure mode is confirmed. Based on the replication of the failure mode evaluation, the crack reported is not attributable to the manufacturing process. The root cause for this event is unknown. A notification was sent to the supplier to inform them about the broken luer. The product's history records were reviewed and there were no non-conformance's that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).